Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The devices wee reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an acl reconstruction the tip of the ar-1400f-100 flexible reamer broke when the doctor started drilling. When the reamer was pulled out it was noticed the tip was missing. The doctor felt all was retrieved. The rep noted that the location the doctor was drilling was very hard bone. It was replaced with an ar-1410lpf low profile flexible reamer and the same event occurred. Once again the doctor retrieved the broken fragments. The reamer was replaced a third time with another ar-1410lpf and the tip of the third broke as well. Again the doctor removed the fragments. At this point the drilling was completed. Then the rest of the case was completed without further issues. A few weeks later during a follow up exam and x-ray it was discovered there is still a fragment left in the tissue. A second scope procedure was performed to remove the fragment.